Event description:
Occlusion: the patient's right external iliac artery was severely bent. When the treo was attempted to be implanted, a guidewire straightened the artery, making it very difficult to implant the treo in the intended position as planned. The physician determined the approximate position and then implanted the treo. As the final angiography after the implantation confirmed no problems and contrast media flowed, the procedure was completed. On thursday, (B)(6), when the sales representative visited the physician for a follow-up and had a chance to see a postoperative CT image. At that time, no problem was noted and the treo was not occluded. On (B)(6), however, the patient was suspected of having lower limb ischemia and an examination (details unknown) confirmed that the treo was occluded by a thrombus. The patient will undergo reoperation on friday, (B)(6). Evt will be performed after the thrombus is removed using a fogarty catheter (edwards lifesciences corporation). Operation type: evar. Blood loss: unknown. Ancillary devices used: treo (28-b2-24-100u, 2102040288), endurant leg (medtronic). (Tc#bm220702039). Patient outcome - "the patient's outcome is unknown."

Event description:
Occlusion: the patient's right external iliac artery was severely bent. When the treo was attempted to be implanted, a guidewire straightened the artery, making it very difficult to implant the treo in the intended position as planned. The physician determined the approximate position and then implanted the treo. As the final angiography after the implantation confirmed no problems and contrast media flowed, the procedure was completed. On thursday, july 7, when the sales representative visited the physician for a follow-up and had a chance to see a postoperative CT image. At that time, no problem was noted and the treo was not occluded. On july 20, however, the patient was suspected of having lower limb ischemia and an examination (details unknown) confirmed that the treo was occluded by a thrombus. The patient will undergo reoperation on friday, july 22. Evt will be performed after the thrombus is removed using a fogarty catheter (edwards lifesciences corporation). Operation type: evar blood loss: unknown ancillary devices used: treo (28-b2-24-100u, 2102040288), endurant leg (medtronic) (tc#bm220702039) patient outcome - "the patient's outcome is unknown."